Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a manufacturing representative, with an implantable neurostimulator (ins) for parkinson 's dual movement disorders. It was reported that the patient was recharging their device too often, as their ins is depleting faster. The patient is charging their device every 2 days instead of every 3 like they used to be. The patient has not had their settings reprogrammed. Impedance measurements were taken and found to be greater than 40 thousand ohms on left side on combinations c-3, 0-3, 1-3, 2-3 and on right side on c-11, 8-11, 9-11 so it appeared contacts 3 and 11 were high. The average recharge coupling was reported to be 8 bars, average duration of 1.1 hours, and the average interval of 2.3 days. Recharging stats were provided. The patient was not charging the device to full. Technical services reviewed the stats and patient settings and concluded that nothing was standing out as an issue with the ins around the recharging frequency, as it is charging appropriately. There were no symptoms reported with the event. The issues were reported to have started about a year prior.